Event description:
A health care professional reported that, during the cataract surgery with intraocular lens (iol) implant procedure, the iol stuck in the plunger, cannot be removed from the plunger. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger was advanced to mid-nozzle and has underrode the lens. The lens was located on the plunger at the nozzle entry area. The trailing optic portion was misfolded under and broken horizontally across the optic. The trailing haptic was misfolded under the broken optic with the distal haptic portion placed onto the plunger. The leading haptic was on the plunger in front of the optic. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. A plunger underride was observed which has resulted in lens damage and the reported complaint of ¿iol cannot be removed from plunger¿. The root cause may be related to a failure to follow the instruction for use (IFU). An inadequate amount of viscoelastic was observed in the device. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ophthalmic viscoelastic device (ovd) may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger underride may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).